Event description:
It was reported that blood seeped through the mattress cover. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Due to issue of liquid/blood ingress, the cover will not be returned. Conclusion: according to the customer, the mattress cover did not show signs of being cut or worn out.